Event description:
This pt with an unk past medical history was undergoing treatment of a new lesion in the left anterior descending artery (lad) when a cypher stent dislodged, but was successfully retrieved.